Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return dat and to provide additional iformation in the completed investigation results. One 6fr angio-seal sts plus device was received for product analysis. The guide wire, arteriotomy locator and the hemostasis sheath were returned as well. The carrier tube assembly was returned along with a sealed aluminum foil pouch. Visual inspection revealed there was a deformation at the blood inlet hole of the arteriotomy locator, and the locator was kinked. The outer diameter of the locator was measured to be 0.1065". All measurements were within manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on january 30, 2019. The procedure being performed was a peripheral procedure. A pre-deployment angiogram was not performed with this device. Hemostasis was achieved and the blood loss was less than 250cc. The patient was stable and the procedure outcome was successful.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was opened, the doctor saw that it was bent. Therefore, the device was not used. A new angio-seal was opened and used. The patient was reported to be in good condition. The procedure outcome was good. There were no other devices or equipment used with the reported product.